Manufacturer narrative:
This incident is being recorded under (B)(4). The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that outside of surgery the unit could not get the rpms within in specification. No patient involvement. Diligence is complete.